Manufacturer narrative:
It was being reported that the cardiosave intra aortric balloon pump (iabp) had an issue regarding the "failure of power management board" due to which the unit won't charge. It was plugged in kept running on until the battery was depleted and it had to switch the pumps in order to avoid it from shutting down. (B)(6) contacted about unit and spoke with manager (B)(4) and okay to close the call. The issue was resolved by the phone. There was no patient involved. H3 other text : issue resolved over phone call.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had failure of power management board with charging battery . It was plugged in but kept running on battery until it was depleted. Customer had to switch pumps to avoid it from shutting down. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had failure of power management board with charging battery . It was plugged in but kept running on battery until it was depleted. Customer had to switch pumps to avoid it from shutting down. There was no patient harm.